Event description:
It was reported that the patient's guardians have noticed an obvious delcine of their child's auditory performance on (B)(6), 2011. A history of head trauma was denied. Problems with external parts have been excluded. Testing carried out on (B)(6), 2011 shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.